Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to reproduce the issue. The fse replaced the pneumatic module assembly. The iabp functions normally. Awaiting po before returning to customer.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure alarm. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the iabp has been returned to the customer and it has been cleared for clinical use.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production records (3331/102): the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.